Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device eval was not conducted in regard to this event. A review of the quality inspection and service documentation determined that the device met specification and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the reported hemorrhaging in the area treated cannot be ascertained; hemorrhage is a known potential adverse effect that is documented within the nanoknife instructions for use (IFU) document (ic 038 rev. D) and would be expected by the clinician due to the nature of the procedure. This event will be trended and monitored by the angiodynamics complaint handling department. (B)(4).

Event description:
A (B)(6) pt underwent nanoknife ire treatment for lung cancer on (B)(6) 2010. During the treatment an event was reported. Post ablation displayed hemorrhaging in the area treated. A small amount of blood was visible in the endotracheal tube while anesthesia was waking the pt. They used suction to remove the blood from the trachea prior to extubating the pt.